Event description:
A tandem mobi cartridge alarm was reported by the caller, which had occurred previously and was resolved by the time of the call. There was no adverse impact to the customer's blood glucose level. The caller reported that the issue recurred on back-to-back cartridges but was able to successfully resume insulin therapy after changing the infusion set and reloading the cartridge. Technical support confirmed that cartridge alarm 30 occurred during the load process and agreed to send replacement infusion sets and cartridges, while the caller declined an immediate pump replacement, opting to discuss further with another guardian.